Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The ventilator powered on and boot up with no issues. The ventilator passed 115.7 hours of extended bench testing at the customer's setting with no abnormalities or alarm conditions. The ventilator also passed the initial final test and initial alarm volume test with no issues.

Event description:
It was reported to vyaire medical that while in use on a b)(6) old pediatric patient, the ventilator was ventilating rapidly prior to being placed on the patient, after being applied to the patient, the ventilator would not ventilate. There were no alarms triggered during this reported event. The patient was placed on a backup ventilator with no harm.